Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set leakage event from 03-jun-2024 to 4-jun-2024. The infusion set was in use for 7 hours. No further information available.